Event description:
Customer reporting an unspecified number of discordant sars results. Customer states the qv result was negative but was faintly positive by another brand rapid antigen test (timeframe between testing unknown). Multiple attempts were made to gather more information from the customer without success.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: website form.